Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed, and the complaint was not confirmed by failure analysis. A visual inspection did not reveal any damage. The instrument was tested on an in-house system and passed recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The blades opened and closed properly. The instrument passed energy delivery testing in various grip orientations. The instrument also passed the electrical continuity test. The instrument was fully functional. No product issue was found. The conductor wire did not show any damage.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during central processing, the conductor wire at distal tip of fenestrated bipolar forceps instrument was damaged. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the conductor wire damage to fenestrated bipolar forceps instrument was identified during central processing. During last use in a surgery, the instrument was inspected prior to use with no issues to be reported. The reported instrument did not collide with any other instrument or tool during the procedure. The procedure was completed using same instrument. The instrument was not inspected by staff upon completion of last procedure. No fragment fell into patient's anatomy.